Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that the revision was done to help get the stim out of the feet, it was clarified that the revision was actually due to a loose wire. The patient did not know when the loose wire was discovered, the result of the revision was that the patient still had stim in their feet. The patient reported that on monday after implant the patient met with the manufacturer representative (rep) for programming and noticed stim in their feet instead of their back, the rep adjusted and made it better at that time. They met with a rep the week prior to the report and asked them to set the program to what the previous rep had set, they did not do that. The patient would like to meet their previous rep for programming. The patient had stimulation in the wrong location, feet, event date was noted to be (B)(6) 2016. The loose wire was in 2016, the revision was on (B)(6) 2016. The patient called back and was recommended to contact their health care professional (hcp) about an adjustment because program a and b had stim going to their feet and calves only. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.